Event description:
The device result was 43mg/dl and a repeat result was 132mg/dl, followed by a third repeat result of 61mg/dl. He then ate an orange. The device was replaced and requested to be returned for evaluation.